Event description:
The doctor applied the fixator for treatment of left distal radius fracture. At a follow-up visit one week later it was noticed via x-rays and physical exam that the pt had lost distraction and the central body locking nut was not locked into position securely. The doctor reset the fracture in his office and locked the body locking nut in position. At the next follow-up appointment 13 days later it was noticed on x-ray that the pt had again lost distraction. The doctor chose to bring the pt back the next day and reset the fracture and replace the fixator body in his office. No anesthesia was used either times the fracture was reset.